Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, they set the device, however they noticed a cover part of the middle firing progress indicator was internally cracked, the electronic board was sunk to firing progress indicator side by 1mm and an inside part of one status indicator was cracked. They connected the reload to the adapter and the surgeon could fire using the handle in question to the rectum with no problem and the resection was completed. There was no patient injury.